Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was changing their pump supplies. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge, was able to clear the alarm and resume insulin therapy. Reportedly tape was also covering the speaker holes, which was removed.